Manufacturer narrative:
Monthly cup maintenance was performed on (B)(6) 2010. The electrode was within the onboard date. A bci field service engineer (fse) replaced the electrode and the reagent syringe pump. The replaced hardware was returned to bci for investigation. Although hardware components were replaced, a definitive root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously high glucose (glucm) result generated by unicel dxc 800 synchron clinical system when run in duplicate mode. The erroneous result was not reported out of the laboratory. The repeat tests were performed on another instrument prior to reporting the patient result. There was no effect to the patient or user.